Event description:
It was reported that the patient experienced urinary tract infection. It was stated that the customer did not believe the urinary tract infection was related to the catheters, and believed it was related to the patient's stone. It was noted that the doctor given the medication, and unknown whether the device contributed to the urinary tract infection. Per customer via phone on (B)(6) 2021, patient sated that couple of catheters have had a ridge when took out which resulted to customer did not pull on the syringe and let the balloon passively deflate. No patient injury was reported except pain. Also stated that there was calcification on the catheter which used the same catheter of previous catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be hypersensitivity to latex or bacterial infection. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package opened or damage. Recommended inflation capacities: 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced urinary tract infection. It was stated that the customer did not believe the urinary tract infection was related to the catheters, and believed it was related to the patient's stone. It was noted that the doctor given him the medication, and unknown whether the device contributed to the urinary tract infection.